Manufacturer narrative:
This report is submitted on may 09, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported the patient's device has been explanted due to an unknown reason. It was also reported that the patient experienced multiple falls within a period of 3 months and subsequently underwent CT and x-ray imaging to check for possible magnet displacement; however no implant was observed on either image. Additional information has been requested but has not been made available as of the date of this report.